Event description:
On 22-jun-2026, it was reported by a distributor via email that two ar-3636 knotless 1.8 fibertak anchors experienced failures in the same case. The first anchor was inserted, and during shuttling of the working suture, the shuttling suture broke at the shuttling loop, preventing proper conversion of the anchor. The anchor was removed and replaced. During insertion of the second anchor, it was noted that there was no purple marking on the blue working suture. When attempting to shuttle, the blue working suture broke, and the anchor could not be tensioned, requiring removal. This was discovered during a bankart repair procedure on (B)(6) 2026. The case was completed successfully, and all broken pieces were retrieved. Additional information was received on 22-jun-2026: the reporter clarified that for the second ar-3636, the missing purple marking was not identified upon opening the package. The issue was discovered after the implant had been inserted into the patient and the suture was unwound from the inserter. The procedure was completed using another ar-3636 from a different lot number. The event reportedly resulted in an approximate 10-15 minute surgical delay. No additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.